Event description:
Livanova deutschland received a report that a erc clamp no longer closes. The issue was identified during priming and there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the erc tubing clamp. The incident occurred in genk, belgium. Through follow-up communication livanova learned that no error message was displayed. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to one of the clamp boards which was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2003. Most likely root cause of the reported issue was due to clamp board wear.